Event description:
It was reported that the customer had blood glucose levels of 28 mg/dl and 38 mg/dl. Treated with food. It was also mentioned that the customer had prostate surgery. Troubleshooting occured. Advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.